Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported false positive results with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 with an unknown sample. The customer states she tested positive with the binaxnow¿ covid-19 antigen self test otc 2 test pack (195160) at home test for covid-19 for 6 days, however with other brands of rapid at home tests she is still negative. The customer reports she had 2 negative pcr tests. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.